Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose reached 364 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the insertion site and was bent. Additionally, the customer reported the adhesive was not sticking to him.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported hyperglycemia. The cannula was examined and a slight bend was observed. Upon turning the ratchet gear, insulin was observed exiting the tip of the cannula meaning that the pod was still delivering insulin. It cannot be determined if or when the cannula became dislodged.